Manufacturer narrative:
H6 investigation: type, findings, conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. The cause of the hemolysis was not determined due to lack of clinical details and no product or data logs returned for analysis.

Event description:
An impella cp was inserted via the right femoral artery in a 63-year-old female patient with acute myocardial infarction (ami) and cardiogenic shock (cgs). The patient¿s clinical state prior to initiation of support was consistent with scai stage e shock. During support, the patient had significant hemolysis, including a decline in hemoglobin and hematocrit, elevated ldh, and rising creatinine levels. The patient¿s urine remained clear and yellow, but she became progressively anuric. Hemolysis did not resolve with transfusion nor with continued device support. As part of her care, a second impella device was implanted surgically on but could not be advanced and the attempt was aborted without patient injury. The reported event involved confirmed hemolysis during impella cp support, attributed to device use despite appropriate pump positioning confirmed on imaging and absence of anatomic cardiac abnormalities. Hemolysis is a known risk associated with impella cp as described in the instructions for use (IFU) and may be influenced by patient specific factors such as underlying cardiac dysfunction and hemodynamic conditions.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.